Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via a remote merlin.net transmission with an episode of non-sustained vt. Patient has had an av node ablation and was ventricularly dependent. Review of the transmission revealed ventricular oversensing due to possible emi resulting in inhibition of biventricular pacing. The patient was at home in bed at the time of the episode. No further was available.